Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 200 mg/dl. It was noted that the customer was using their old, out of warranty, insulin pump. The discontinuation of the malfunctioning insulin pup was advised. The customer stated that they had another, new insulin pump, and they also had a backup plan. Nothing further was reported.